Manufacturer narrative:
Patient¿s condition affected effectiveness of device (stenosis). Deformation problem (stent deformed). Inherent risk of procedure (stent deformation) evaluation code conclusion: device failure related to patient condition (stenosis). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
The lesion being treated was situated in the lad and exhibited 90% stenosis. The lesion had been pre-dilated however the physician could not cross the lesion with the stent. The stent had been inspected prior to use with no issues noted. No resistance was encountered when withdrawing the un-deployed stent back through the lad. The procedure was stopped. No injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Device evaluation: the distal tip was flared. One strut on the 1st distal segment was slightly raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).